Event description:
It was reported there have been over infusions in the ICU. The first issue occurred when infusing a vasopressor. Clinician stated that the nurse saw movement in the drip chamber of the IV tubing with fluid moving faster than it should be for the programmed infusion rate. Clinical practice in the ICU consists of watching the drip chamber for a few minutes after starting an infusion before leaving the patient room. The nurse noticed the fast drip right away after starting the infusion and an immediate change in the patient¿s blood pressure. Rn stated that this event occurred about 6 months ago. The device was sent to biomed and there was "something broken inside the device according to clinician". This was reported to bd representatives during an onsite visit. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information : manufacturer narrative. Root cause : the root cause for the reported issue of an over infusion (vasopressor) was not determined because no products or device logs were returned.

Event description:
It was reported there have been over infusions in the ICU. The first issue occurred when infusing a vasopressor. Clinician stated that the nurse saw movement in the drip chamber of the IV tubing with fluid moving faster than it should be for the programmed infusion rate. Clinical practice in the ICU consists of watching the drip chamber for a few minutes after starting an infusion before leaving the patient room. The nurse noticed the fast drip right away after starting the infusion and an immediate change in the patient¿s blood pressure. Rn stated that this event occurred about 6 months ago. The device was sent to biomed and there was "something broken inside the device according to clinician". This was reported to bd representatives during an onsite visit. There was patient involvement but no harm.